Event description:
It was reported that after the implant of an intraocular lens (iol) in the right eye of a patient, the patient was unhappy with their vision. It was stated that the patient felt their eye sight is ''uneven'' and visited their doctor three (3) times. In addition, the patient had difficulty with his vision and has not been able to see clearly post the implant. In addition, the patient stated that on conducting a slit lamp examination, the surgeon concluded that his right optic appeared flat. Patient has not been able to drive, read the newspaper and has difficulty conducting his daily activities. It was stated that the surgeon had no plans of explanting the lens. No further information has been provided.

Manufacturer narrative:
(B)(4). Reason for non evaluation, to date, the intraocular lens remains implanted. All pertinent information available to abbott medical optics has been submitted. Placeholder .